Event description:
It was reported that the cook chest drain valve supplied in a wayne pneumothorax set detached. A 55-year-old female patient was being transported to the intensive care unit following an intraoperative placement of the wayne drainage catheter, when the blue one-way valve "detached". This resulted in a secondary pneumothorax, requiring replacement of the chest tube. No other adverse effects were reported for this incident. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
E1: phone number: (B)(6). G4: PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.